Manufacturer narrative:
(B)(4) date sent: 11/17/2015. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. A device history record (DHR) review was performed on the 02 november 2015, and no discrepancies were recorded during the manufacturing process. (B)(6).

Event description:
It was reported that the realize band was placed in 2009. It was removed in (B)(6) 2012 due to vomiting. The patient had a fill a couple of weeks before she began vomiting and was sick for another month before the band was removed. During the explant of the device, the surgeon said the band port was adhered to her liver. The explant surgeon also informed the patient that all realize band components were removed. The patient reported she had a hyperextension of her neck occur during the band explant procedure. The patient started to feel better after the explant, but began having flank pain due to kidney stones and had to have kidney stones removed. While attempting to file for disability in (B)(6) of 2015 for the neck hyperextension when reviewing her medical records/charts and she saw that a presence of a foreign object was seen on x-ray and was noted in her medical records. The patient recently had a kub and it was noted that there was a "foreign body" in her abdomen. A second kub and x-ray confirmed that there is a foreign body located in her abdomen. The customer requested her x-rays and went to her gyn doctor and asked what the object might be. He did an ultrasound but was unable to determine what the object was.

Manufacturer narrative:
Tracking #: (B)(4). Date sent: 12/7/2015. The actual device was not returned, just a photo. A review of the photo was performed by two (2) design engineers. The photo shows what appears to be a white object. The object does not resemble a locking connector tubing strain relief from the gastric band. The object in the photo appears to be consistent with the buckle component of the gastric band device. No further confirmation can be made without the returned of the component for further investigation. A device history record (DHR) review was carried out, and no discrepancies were recorded during the manufacturing process. It was also noted that products are 100% inspected prior to distribution. Therefore it is unlikely that the issue was related to the manufacturing process.